Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Internal complaint reference: (B)(4).

Event description:
It was reported that, before an internal fixation surgery, it was noticed that the distal holes of one (1) prox str humeral nail 8/7 x 16 were missing. The procedure was performed, without any delay, using a similar s+n back-up product. No further complications were reported.